Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and not returned and with the cable cut off. Due to the returned condition, functional testing could not be performed. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that bottom jaw fell off. Customer used a second device to complete the procedure. No other information available. No patient consequences.